Event description:
It was reported that a malfunction on the pump occurred, identified as malf 9. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was instructed to continue using it, with advice to call back if the issue recurred.